Event description:
A report was received that the pt was experiencing muscle spasms. The physician believed the pt may have pulled a muscle during the permanent implant procedure. The physician administered a pain injection for the spasms and the pt is reportedly doing well.